Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) (B)(6) 2017. It was later explanted because of intolerance experienced by the patient, with complaint of persistent headaches and decreased near visual acuity. The patient received mixed-and-matched lenses in each eye. One eye had a symfony iol (multifocal) implanted and the other eye a zkb00, (multifocal). Therefore, the doctor replaced the symfony lens with a zkb00 22.0 diopter lens to have both implants be the same model. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no patient injury and the patient is doing fantastic post-operatively. The patient's happy with a visual acuity of 20/20 uncorrected and j3 uncorrected. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/08/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.